Event description:
Representative reported that the batch number of the large box of 5mm needles with product number 329496 was inconsistent with the batch number of small box. Batch number of large box is 2182015, containing 50 boxes of 28ct needles, batch number of small box is 2182016. Samples do not need to be returned, and the related products had been sold by distributor.

Manufacturer narrative:
Corrections made to sections d3 (country type & country), g1 (state), and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.